Event description:
It was reported that during a procedure at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient impact, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
During testing at the manufacturer, the technician was able to confirm the hole in the hose. The event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor product inquiries of this type for adverse trends.

Event description:
It was reported that during a procedure at the user facility, the device was determined to have a hole in the hose which passes air and lubricant. No patient impact, no delay, no medical intervention and no adverse consequences were reported with this event.